Event description:
Reporter stated that the device appears to have melted around the connectors. Reporter noted that the device and associated base unit had been cleaned with a bleach and water solution. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.